Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that on (B)(6) 2016 the patient's knee "gave out" and she fell to the ground. She reported she was too weak to stand and in a lot of pain. The patient reported not feeling stimulation. Currently, the patient programmer is showing the "need to charge ins" screen. The patient was unable to charge at the time it was recommended that the patient attempt charging the ins. The patient was not getting therapy as the battery was low. The importance of frequent charging was reviewed. The patient also saw the reposition antenna screen on the recharger. The patient was redirected to their healthcare provider (hcp) to check the device. Patient was implanted for non-malignant pain and degenerative disc disease/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.